Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed no evidence of power issues. The pump was powered on with a blank displays screen, but there was audio and vibration. The pump was opened and corrosion was found on the display flex and connector and the displays screen flex was found to be broken. The display was replaced and the pump was exercised for 24 hours without power loss. The pump electrical currents were tested and found to be within specifications. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
It was reported the insulin pump would not power on after multiple battery replacements. There was no adverse event associated with this issue. Troubleshooting revealed the patient had replaced the battery, there was no misuse, and there was no damage or corrosion on the battery or pump compartment. The issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.